Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was reported as not detected on the bus. The field service engineer (fse) arrived at the station and identified that the customer¿s complaint was related to a pocket issue rather than the entire drawer. Full control of all pockets in main half-height drawer 2.1 was confirmed prior to any repair. The pockets were released, and the trays were inspected and cleared of debris. No issues were found with the ribbon cable, and only minor tightening and adjustments to the rear chassis hardware were required. The drawer was fully tested using diagnostics, after which the customer was able to successfully access medication in pocket c3. No hardware issues were identified, and it was determined that the customer may have recovered the drawer following a proper power-participating reboot. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.